Event description:
Boston scientific crm received information that this implantable pacemaker cannot be interrogated. The patient has an intrinsic rhythm and no pacing can be observed. A magnet check was performed and the rate was 95 ppm. Boston scientific technical services (ts) was contacted for technical advice. It was also reported that this patient had a pocket infection at an earlier date that resulted in this device being moved to the abdomen. No other adverse patient effects were reported.

Manufacturer narrative:
A ts representative discussed that this device does not have a magnet rate of 95 ppm and it is possible that the device was replaced. The ts representative suggested checking the x-ray and may want to try interrogating the device with a competitor's programmer. At this time, our records indicate that this device remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.